Event description:
The pt underwent implantation of a synchromed pump and catheter in 2001 for intrathecal infusion of medication for pain. The pt's attorney contacted the MFR alleging "the pt suffered complications with cerebral spinal fluid leaking. The fluid was drained several times. The catheter was adjusted 5 weeks later and readjusted the next day. Pt died the following day. The attorney stated that catheter tip was located on the subdural rather than the intrathecal space and that the pt died of a brain hemorrhage.